Event description:
It was reported that the health care professional (hcp) was able to aspirate the reservoir, but was unable to fill it. While the hcp was filling the pump, the hcp got to 15 ml and had more resistance filling the remaining 5 ml. The patient had some swelling at the pump injection site and some bleeding post removal; it was thought a possible partial pocket fill occurred. It was noted that they use compounded drug and they rinse the pump reservoir with every refill. The patient was going to be monitored for a few hours. The pump was used to infuse hydromorphone and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8590-1, lot# n171402, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Additional information received reported that they planned to replace the pump. The reporter believed there was a problem with a valve on the pump, as the patient experienced some opioid overdose symptoms at the last refill. The reporter stated they had the same problem 5 months ago after refilling. They performed magnetic resonance imaging (MRI), which showed that the catheter was okay. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the patient did not experience symptoms before the refill. Ninety minutes after refilling the pump the patient had a high level of spinal anesthesia (t2) with motor and sensitivity block with lower extremity paralysis. It was noted that one time five months before the patient had the ¿same symptoms than the last refill¿. The pump was replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n171402, implanted: (B)(6) 2010, product type: accessory. (B)(4).